Event description:
It was reported that, prior to the implant procedure, the patient passed the sensing screening test. Now, at the implant, the system is failing the sensing test in all three sensing vectors due to low intrinsic r-wave amplitudes. Technical services discussed some options with the caller. The doctor elected to explant the system and implant a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, prior to the implant procedure, the patient passed the sensing screening test. Now, at the implant, the system is failing the sensing test in all three sensing vectors due to low intrinsic r-wave amplitudes. Technical services discussed some options with the caller. The doctor elected to explant the system and implant a transvenous system. There were no additional adverse patient effects.